Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# unknown. Product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that a patient had impedances of 5,000 ohms. It was stated that this is not a blatant open or short. It was stated that this could possibly be a fluid short. It was noted that the patient did not have any symptoms or side effects due to this. It was stated that the impedances were "higher than normal". It was stated that this was not a new system and that is was "changed" over the "last few months". Further information has been requested. If more information is received, a follow up report will be sent. Refer to manufacturer report # 3007566237-2013-01326. The patient had two devices and it was unknown with one had the complaint on it. (B)(6) 2013 e1a (rep): no information.

Manufacturer narrative:
(B)(4).